Event description:
It was reported that the device saws when connecting the handle binds alone. No further info has been provided.

Manufacturer narrative:
A f/u report will be submitted if the device is returned and if the investigation results require.